Event description:
It was reported a patient's atrial lead presented with poor thresholds and intermittent capture due to dislodgement. The lead was capped and replaced in a procedure on (B)(6)2022. Post-procedure the patient was stable.